Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The patient desaturated to 40% and was manually ventilated. The ventilator was evaluated at third-party service center and the customer's complaint was confirmed. The device's internal flow sensor was replaced to address the issue.